Manufacturer narrative:
Christoph paasch, marguerite mainprize, richard hunger, fernando a c spencer netto. "Polypropylene vs. Stainless-steel wire suture: short-term recurrence rate after shouldice primary inguinal hernia repair, a non-inferior analysis among 1120 patients. A case¿control study." Hernia 28, 2177¿2186 (2024). Https://doi.org/10.1007/s10029-024-03110-z. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a prospective follow-up was conducted of consecutive patients who underwent shouldice primary inguinal hernia repair between (B)(6) 2021 and (B)(6) 2022. In 560 patients, polypropylene suture or a competitor suture was used for fascial closure and hernia repair. Postoperative complications included infection and hernia recurrence. Interventions were not reported.